Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortious and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damage likely ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat de novo, moderately calcification and moderately tortuous distal right coronary artery (rca) lesion. A 2.25 x 15mm nc trek neo balloon dilatation catheter (bdc) was prepped in accordance with the instructions for use. Resistance was noted with the lesion during advancement. During the first inflation the balloon ruptured at 6 atmospheres. Therefore, the bdc was removed from the patient, and the procedure was completed with another nc trek. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.